Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received the no delivery on the insulin pump when attempting to prime the tubing of the infusion set. Upon attempting to put the plunger back in, the customer was unable to push it. The customer's blood glucose was 128 mg/dl. The customer explained that the alarm was resolved by a reservoir change. The customer was unable to troubleshoot the issue at the time of the call. Advised that replacement reservoirs would be sent. Nothing further reported.